Event description:
Procedure performed: aortic clamping. Event description: stealth clamp scissors during aortic clamping. Type of intervention: unknown. Patient status: patient is ok.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: aortic clamping. Event description: stealth clamp scissors during aortic clamping. Lot number 1528825 taken from lot trace. Additional information received from applied medical representative via email on 10jun25: no, the surgeon did not experience loss of occlusion due to the jaws scissoring. They will not put our stealth in use with the experienced scissoring. They say scissoring damages the vessel and affect patient outcome. The jaws scissored. No damage. But ¿play¿ at the joint of the clamp when the jaws are opened leading to scissoring at the jaw end. Additional information received from applied medical representative via email on 20jun25: both clamps were returned because at first it was not clear and it was thought that the scissoring occurred with both models; so 2 cer¿s were reported right away and 2 clamps got collected and returned. It turned out that the scissoring referred that the a3213 only later. Intervention: left the clamp in place. Patient status: patient is ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the clamp jaw tips were misaligned. However, the complainant¿s experience could not be replicated as the box lock was not observed to be loose. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.